Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon, the root cause of the "no image" issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, when the cable was twisted or flexed the image went black, like it was not connected. The biomed stated that the "no image" issue was most noticeable near the blade connection. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.